Event description:
A pt contacted lifecor customer support to report that her battery packs did not seem to be charging. Support had the pt download. The download revealed several "battery charger fault" flags. These all occurred on the same battery pack. Support sent a pt services representative (psr) to the pt to replace the battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack (B) (4) has been completed. One battery pack (B) (4) would not work, because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.